Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was located on the left abdomen and was described as itchy, red and had bumps. The reaction was treated with a prescription steroid cream triamcinolone that was prescribed for skin irritation. Exact date prescription was obtained is unknown, patient's mother stated that is was well before this issue. No additional event or patient information was provided.